Event description:
It was reported that the patient experienced non-auditory stimulation and pain with device use. Subsequently, the patient discontinued use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.